Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that the patient thinks it isn't working properly. They put new batteries in the patient programmer. The patient started going to the restroom more. It started on saturday or sunday. Patient had a fall last month. Agent did not ask about the circumstances that led to the reported issue. Tried to connect the patient programmer with and without the antenna to the ins and got poor communication. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. The patient moved to (B)(6) and hasn't found a managing doctor.